Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a hole was observed in the plastic packaging of a gemini stone retrieval paired wire helical basket. According to the complainant, the hole compromised the sterility of the package, however no noticeable shipping damage was observed. The products are received straight from (B)(4) and are not stored or transported from a separate warehouse. The problem was noticed during unpacking, and the device was not used in a procedure. Therefore, no patient was involved.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the device analysis, it has been determined that the sterile barrier pouch was compromised. A hole was located in the clear top coat of the pouch near the top. The hole is consistent with a tear that could have been caused by a finger if trying to hold the device by one end. Therefore, the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a hole was observed in the plastic packaging of a gemini stone retrieval paired wire helical basket. According to the complainant, the hole compromised the sterility of the package, however no noticeable shipping damage was observed. The products are received straight from (B)(4) and are not stored or transported from a separate warehouse. The problem was noticed during unpacking, and the device was not used in a procedure. Therefore, no patient was involved.